Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server, and verified using the provided electronic protected health information (ephi) details and confirmed to be in admitted status as of 24 april 2026 under visits and orders. The station was then checked, and the patient was found to be appearing correctly without issue, indicating the problem had already resolved on the customer end. Further the tss made multiple attempts to reach customer however due to lack of response tss closed the case. The system functioned as intended when the technical support specialist verified the device.